Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while the customer was changing the cartridge. The customer's blood glucose level was 231 (mg/dl). The customer delivered a manual injection. It was indicated that the customer had alternate insulin therapy available.